Event description:
It was reported that during core vitrectomy and periphere vit steps, leakage occurred. It was explained that vacuum could not really built up during surgery in the shave step. The surgeon was able to continue with the procedure. No report that actual patient harm occurred or surgery was prolonged > 30 minutes.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed.

Manufacturer narrative:
In regard to this complaint, three cannulas with closure valves were received for investigation. One of the combinations was connected to a part of an aveta infusion line. Visual inspection confirmed that the product had been used; however, the closure valves appeared to be intact, and no other anomalies were detected. Testing revealed no signs of leakage. Since the valves met their specification (maximum water leakage of 0.4 ml/min at 40 mmhg), the reported failure could not be confirmed for the returned product.based on the investigation performed, a remedial action/corrective action/preventive action/field safety corrective action (fsca) is not required. The analysis includes all complaints on aveta trocars with failure modes ci-closurevalve-leakage and ci-closurevalve-defect-removal. Distribution numbers are based on sales figures of aveta trocars (both sold separately as in packs).

Event description:
It was reported that during core vitrectomy and periphere vit steps, leakage occurred. It was explained that vacuum could not really built up during surgery in the shave step. The surgeon was able to continue with the procedure. No report that actual patient harm occurred or surgery was prolonged > 30 minutes